Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer plans to return the device to livanova (B)(4) for deep disinfection. The customer has stated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU) and that the heater-cooler device was placed inside the operating room during use. The customer reported that there are no known patient infections related to this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova deutschland has initiated a CAPA project to investigate this type of issue. Device not returned

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with mycobacterium chimaera during maintenance. There is no known patient involvement.